Event description:
It was reported that the procedure was to treat a chronically totally occluded (cto) mid right coronary artery (rca). No thrombectomy performed. After deployment of the 3.5x48mm xience pro stent implant, possible thrombosis was noted in the deployed stent, which was treated with deployment of a 3.5x18mm xience pro stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of thrombosis is listed in the xience pro 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The xience pro 48 is currently not commercially available in the us. The product listed and the PMA # listed are based on the predicate device (xience v) and is therefore similar to a device sold in the u.s.